Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction procedure the handpiece did not have phacoemulsification power. The handpiece was exchanged causing a slight delay. The procedure was completed without harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
No further information was able to be obtained from this customer. A handpiece was returned for evaluation. The handpiece was manufactured on april 9, 2014. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements; however, the handpiece did not pass tuning. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The root cause of the reported event can be attributed to moisture ingress causing the high electrode to short onto the ground-wire. However, how or when moisture entered the handpiece remains inconclusive. The manufacturer internal reference number is: (B)(4).